Manufacturer narrative:
(B) (4).

Event description:
Procedure type: partial nephrectomy (lap). According to the reporter: the balloon burst. There was 25cc of air and it still burst. Per reporter the balloon broke at the beginning of the procedure, pieces did not fall into the cavity, no extension of operative time nor incision size and there was no add'l bleeding. No pt injury reported. Pt status ok.